Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fall after standing out of bed to check an lvad alarm. The patient fell and hit their head. An x-ray showed that there was a possible fracture of the left 9th rib. A computerized tomography (CT) scan showed a fracture through the left lamina papyracea with a hemorrhage into the ethmoid air cells with no acute intracranial abnormality. An ophthalmologist was consulted and the globe was intact and there was no sign of entrapment. There were no alarms indicated for this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemorrhage into the ethmoid air cells could not be determined through this evaluation. According to the account, the patent sustained the hemorrhage after a mechanical fall. It was reported that the patient was hospitalized on (B)(6) 2018 after sustaining a mechanical fall. Information provided indicated that the patient fell and hit her head after standing out of bed to check a left ventricular assist device (lvad) system alarm. Of note, although the account did not specify which alarm the patient heard prior to her mechanical fall and no log files were submitted under this complaint, log file data was previously submitted under (B)(4), which revealed that the patient experienced low voltage, no external power, and power cable disconnect alarms at the time of the reported event on (B)(6) 2018. An x-ray showed that there was a possible fracture of the left ninth rib. In addition, a computerized tomography (CT) scan of the face showed a fracture through the left lamina papyracea with hemorrhage into the ethmoid air cells but no acute intracranial abnormality. An ophthalmologist was consulted, and the globe was found to be intact with no sign of entrapment. Repeat CT scans of the brain performed on (B)(6) 2018 were reportedly negative for any intracranial abnormalities. The outcome of the event was reported as resolved with sequela (orbital fracture) on (B)(6) 2018. The event was reportedly not related to the device. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. Following this event, the patient remained ongoing on (B)(6) until she expired in (B)(6) 2018 due to multisystem organ failure that was unrelated to the lvad. The device was not explanted and is not available for investigation (outcome covered under (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.